Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Sc1-cap locked in place properly during testing. After battery installation, the unit turned on with a functional lcd however, vertical colored lines spanning the display were noted. Upon cutting unit open to perform visual inspection, broken traces were noted underneath the lcd display, causing the display anomaly. No moisture damage was noted to electronic stack. Unit was also received with the following cosmetic damages: cracked case (battery tube), battery tube threads - cracked, cracked case, missing display window/cover, keypad overlay texture damage, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion customer's allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted. Additionally, unit was received with vertical colored lines spanning the display, caused by broken traces under the display window. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had crack in the pump. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712k was requested and customer response was the device returned.